Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "ruptured" against left saline device and exchange from textured to smooth due to the patients concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, yellow particles outer and inner device and opening linear on posterior. Leak test and microscopic analysis was performed which identified: sharp opening on posterior.a dimension measurement in the shell was performed which identify the thickness within specification.the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "ruptured" against left saline device and exchange from textured to smooth due to the patients concerns with the product. Device has been explanted and replaced.